Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial colectomy, while being used for blood vessel treatment, the first product¿s liquid crystal light did not illuminate. For the second product, although the liquid crystal light did not illuminate at the time of opening, the product was used, and it illuminated in the middle of use. However, the clips were scissoring or not formed. The unformed clips fell into the patient's cavity and was retrieved. Another device was used to complete the case. The patient is under follow up observation.